Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient stated that he received erroneous results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the sta neoplastin cl plus method, resulting with a value of 3.1 inr. At an unknown time, a sample from the patient was tested on the meter, resulting as 4.5 inr. A sample from the patient was tested in the laboratory using the sta neoplastin cl plus method, resulting with a value of 2.8 inr on (B)(6) 2018. At an unknown time, a sample from the patient was tested on the meter, resulting as 3.9 inr on (B)(6) 2018. A sample from the patient was tested in the laboratory using the sta neoplastin cl plus method, resulting with a value of 3.8 inr on (B)(6) 2018. At an unknown time, a sample from the patient was tested on the meter, resulting as 6.2 inr on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3 - 4.5 inr. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 304975) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.